Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited high thresholds. Due to lead high thresholds the implantable pulse generator (ipg) exhibited early battery deletion. The leads remain in use. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.